Manufacturer narrative:
Time issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, after approximately 10 minutes the pump turned back on. Customer was able to load a new cartridge onto the pump and resume insulin delivery. In addition, the pump time was inaccurate. Reportedly, the am/pm time settings were programmed incorrectly. Tandem technical support guided the customer through adjusting the am/pm settings. Customer stated they have a back up method for continued insulin therapy. Customer's blood glucose level was not impacted.